Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 179 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: unit passed self test, a21 error test and displacement test. No unexpected a21 or a17 alarms noted. Unable to downloaded unit to carelink due to several a47 alarms at the alarms history file. A47 alarms due to a corrupted history file. No cosmetic damage noted.